Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, visual inspection indicated abnormality on the appearance of the device, discoloration due to deterioration of the rear panel was noted, and the coating of the screen was peeled off. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center; the power of high-definition lcd monitor could not turn on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported event was reproduced, and it was estimated that the power supply did not turn on due to failure of the power supply boards and printed circuit boards (g1 board, g2 board, bi board, and qb board). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.